Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on june 15, 2020 with lot number 2047953. Analysis of the returned device identified; curved opening on anterior, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified; sharp opening on posterior, stress marks, striated opening on anterior, creases flat and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening, for the stress mark in the shell. A striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Patient reported right side rupture. The device has been explanted.